Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation events. . Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) was returned to zoll manufacturing for investigation. Upon receipt the electrode belt failed an ECG fall-off test. The root cause for the failure is currently under investigation. A review of the attached ECG strips showed that the device delivered a 116j pulse, and the ECG detection was disrupted after the pulse. There is no indication that an electrode belt malfunction contributed to the false detection. The electrode belt malfunction occurred after the shock delivery. Additional inappropriate defibrillation narrative: a review of the event determined that the inappropriate treatment was not caused by a device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shocks events was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was multiple counting of tall t-waves. The multiple counting satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
Us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while at home. Multiple counting of tall t-waves contributed to the false detection. The patient was walking at home when her legs gave out and she fell. The lifevest alarmed and she was unable to press the response buttons before the treatment was delivered. There is no indication that the lifevest contributed to the patient's fall. The patient did not seek medical attention and continued to use the lifevest.

Manufacturer narrative:
Follow-up report #1: 06/30/2016: device evaluation of electrode belt sn (B)(4) was completed. The cause for the ECG fall-off failure was isolated to thermally damaged u727 and u728 processors and improper output from processor u708 on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. An internal corrective action has been issued. There was no death or serious injury associated with the inappropriate defibrillation events. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) was returned to zoll manufacturing for investigation. Upon receipt the electrode belt failed an ECG fall-off test. The root cause for the failure is currently under investigation. A review of the attached ECG strips showed that the device delivered a 116j pulse, and the ECG detection was disrupted after the pulse. There is no indication that an electrode belt malfunction contributed to the false detection. The electrode belt malfunction occurred after the shock delivery. A review of the event determined that the inappropriate treatment was not caused by a device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shocks events was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was multiple counting of tall t-waves. The multiple counting satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while at home. Multiple counting of tall t-waves contributed to the false detection. The patient was walking at home when her legs gave out and she fell. The lifevest alarmed and she was unable to press the response buttons before the treatment was delivered. There is no indication that the lifevest contributed to the patient's fall. The patient did not seek medical attention and continued to use the lifevest.